Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. There was no reported impact to the customer's blood glucose level. The customer attempted troubleshooting with different chargers and cables with no success. Tandem technical support decided to replace the pump and provided instructions for returning the malfunctioning device. The customer was informed that they would receive a replacement pump with updated software, and training would be available in their tandem source account. Instructions for managing the pump in storage mode were also provided, and the customer understood and acknowledged all guidelines.